Manufacturer narrative:
Other relevant device(s) are: product ID: 3389s-40, lot# va1fd8h, implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead; product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: extension; product ID: 3389s-40, serial/lot #: (B)(4), ubd: 19-dec-2019, UDI#: (B)(4); product ID: 3708640, serial/lot #: (B)(4), ubd: 30-nov-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for essential tremor and movement disorders. It was reported that one of the leads had been removed due to infection, and the patient needed an MRI. Device registration indicated the entire system had been explanted. The MRI compatibility was reviewed. No further complications were reported or anticipated with the event.

Manufacturer narrative:
Event date approximate. Aware date updated from 2019.03.14 to 2018.07.03. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp), via a manufacturing representative (rep), indicated the entire system was removed and discarded. The infection was resolved.